Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit, including one guide wire, 2-l catheter, arrow raulerson syringe (ars), and introducer needle for analysis. No obvious signs of use were observed on the components. Visual analysis revealed that the guide wire contained one kink/bend towards the distal j-bend. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the defect, and both welds were present and appeared full and spherical. The kink in the guide wire was located 584mm from the proximal tip. The overall length of the guide wire measured 604 mm which is within the specification of 596mm - 604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.791 mm which is within the specification of 0.788mm - 0.826mm per guide wire product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and the returned 18ga introducer needle, and the guide wire passed through both components with minimal resistance. A manual tug test confirmed that both welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one kink towards the distal end. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure, the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
During the procedure, the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.